Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to a defect in the acetabulum and pain. Cultures taken, short neck came out along with bipolar (47mm) along with a head, our dynasty® shell was implanted with 15­º ­8° ar neck, 42 head, short sleeve and 3.5mm screw.